Event description:
It was reported to philips that the operational check failed. There was no patient involvement.

Manufacturer narrative:
The remote service engineer (rse) evaluated with the assistance of the customer and found that the capacitor needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced to resolve the reported issue and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.